Manufacturer narrative:
Evaluation results: (based on the information available no root cause can be determined). (No device return). No results available since no evaluation performed. Evaluation conclusion: (based on the information available no root cause can be determined). (No evaluation). (B)(4).

Event description:
It was reported that during procedure to stent a lesion in the celiac artery using two assurant cobalt devices, the physician had difficulty passing the devices into the artery at both attempts. It was reported that the 'stents got damaged'. A coronary stent was implanted to complete the procedure.

Manufacturer narrative:
Evaluation, results: unapproved use of device (assurant cobalt over the wire iliac stent system is indicated for lesions located in the internal, external and common iliac arteries); failure to follow instruction (IFU recommends pre-dilation of the lesion/vessel prior to delivery of the assurant cobalt device); other (unable to confirm root cause). Conclusion: failure to follow instruction (IFU recommends pre-dilation of the lesion/vessel prior to delivery of the assurant cobalt device); off-label, unapproved, or contraindicated (assurant cobalt over the wire iliac stent system is indicated for lesions located in the internal, external and common iliac arteries).

Event description:
Device evaluation: the device was returned to medtronic for evaluation. There was no damage visible to the delivery system. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. There was no deformation visible to the stent struts or segments of the device.